Event description:
Related manufacturer reference number: 2017865-2022-16645. It was reported that patient's atrial and right ventricular lead exhibited noise oversensing. Both leads were explanted and replaced. The patient was stable.